Event description:
Boston scientific received information that pacing impedance measurements were reportedly increasing, ultimately reaching greater than 2,000 ohms. Additionally, pacing threshold measurements had also elevated. An invasive revision procedure was performed and the right ventricular (rv) lead and device were explanted. No adverse patient effects were reported during the procedure.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was thoroughly inspected and analyzed. A review of the device impedance measurements was obtained from the device, which shows a rise in impedance over time from 908 ohms to 1,936 ohms. The atrial and shock impedances appeared within normal limits. With the information from the device memory of the device and the residual calcification on the returned lead, it can be speculated that this is consistent with a buildup of calcified body fluid on the lead's mesh tip, whereby the device saw a gradual rise in pacing impedance over time as the calcification built up. Although there was now only a residual amount on the mesh tip, it could have broken off during explant, handling, or transit. On a similar, but different lead, bench testing has shown that as the calcification material is removed, the impedance drops.